Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during treatment of a 90% stenosed, moderately calcified, and mildly tortuous mid left anterior descending first diagonal artery, during initial voyager balloon inflation at 6atms, the balloon ruptured. The procedure was completed by further dilating the lesion using a non-abbott balloon catheter and implanting of a non-abbott stent. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuousity, or insufficient preparation prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during inflation. It is possible that the balloon material was damaged during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation. A review of the finished product lot history record did not reveal any nonconformities associated with this lot that could have contributed to this event.